Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a false occlusion alarm was confirmed during product evaluation. This condition was caused by the pump's safety clamp gap being out of calibration. A safety clamp plate shim was installed to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm. According to the facility, it is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.